Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 11.5cm was returned for analysis. A fracture of the outer coil was noted at 2.2cm from the connector pin, consistent with fatigue. This is consistent with the observation from the field of oversensing.

Event description:
It was reported that the patient had inhibited pacing due to oversensing. Lead was explanted and replaced. Patient's condition was stable.